Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the display interface card required replacement and that the connections to the avc x required tightening. The technician replaced the display interface card and tightened connections to the avc-x, tested the function and operation of the units, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors to their hexavue custom room racks were not receiving a video signal and were frozen. No report of injury.